Event description:
It was reported that this left ventricular (lv) lead exhibited noise, and technical services (ts) was consulted for further review. Ts reviewed available data, noting noise is only observed on one presenting electrogram (egm) and there is no evidence of over-sensing. Ts questioned what the patient was doing at the time of the transmission. Additionally, ts noted that looking at the lv impedance trend, they can see there was a large change in impedance soon after implant and then again about one month after implant. A ts consultant recommended in-clinic assessment of lv lead integrity, potentially including an x-ray to check the lead position to that at implant as it appears the lead may have moved. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.